Manufacturer narrative:
A good faith effort (gfe) was performed and confirmed there was no sound coming from the device. The field service engineer (fse) went on site and tested the device and confirmed a faulty speaker. After the fse replaced the faulty speaker the system meets the specification for the performed service and is returned to use. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. E1: reporting address state: (B)(6). E1: reporting institution phone#: (B)(6). E1: reporter phone# : (B)(6).

Event description:
It was reported the intellivue x3 monitor was presented with a speaker malfunction inop error. The device was not in use on a patient. There was no report of patient or user harm.